Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.

Event description:
It is reported that there is an issue with a tm reverse glenosphere either being off or on at an angle. Exact implant date is unknown.